Manufacturer narrative:
67 - intuitive surgical, inc. (Isi) received the medium large clip applier instrument involved with this complaint and completed the device evaluation. The reported event was not confirmed. The instrument was tested with an in-house system and passed both the engagement and self tests. Testing found the instrument exhibiting full intuitive motion in all directions with the grips properly opening and closing. The instrument¿s functionality was verified and passed specification including the clip test. The instrument operated as expected. The instrument was further tested by the isi failure analysis engineer (fae) on an in-house system for clip application with varying installation force into the instrument sterile adapter. The clip test passed without unintended yaw motion for both a low force and a high force install. The isi manufacturing engineer tested the instrument friction, range of motion, and clip application with instrument performance tester (ipt) machines used in manufacturing and passed specification. During investigation, a folded piece of paper was stuck between one of the grip/yaw input disks and the mating instrument sterile adapter disks, such that the input would not mechanically engage. This was done in order to replicate the customer reported issue. The engagement sequence still passed; however, when the masters were partially closed, only one grip would close, and the other grip did not move. A clip was attempted to be installed into the instrument tubing, and the unintended yaw motion was reproduced. In-house test results suggests that the issue may be caused by an interaction between the instrument and the sterile adapter that results in poor engagement between the two. It was noted that the instrument itself is functionally within specification. The initial complaint information acknowledges an issue applying clip with no information regarding use of invalidated clips or alignment issues for the grips during the procedure with no allegation of mishandling or misuse. Based on the failure analysis investigation results, this complaint has been re-evaluated as a non-reportable. The customer reported issue was not reproduced during failure analysis. Evaluation by failure analysis found no issue. The instrument operated as expected and passed the clip test. There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur, and there is no other malfunction to consider.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review, no additional technical analysis was conducted. System log investigation: a review of the instrument log for the medium-large clip applier instrument lot# n10200302 / sequence 0090 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2020 on system (B)(4). The alleged event occurred on the 53rd use of the instrument. The instrument has 47 remaining usable life with no subsequent use recorded. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the endowrist and single-site medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 310 mm in diameter. The complaint acknowledges an issue applying a clip with no information regarding use of invalidated clips or alignment issues for the grips during the procedure and with no allegation of mishandling or misuse. Although there was no patient injury reported, if this failure were to recur, it could result in an adverse event. Device expiration date was left blank as this instrument has 100 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 53 remaining usable lives, therefore, had not expired.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that the medium large clip applier instrument was unable to "fire" the clip due to non-intuitive movement. Troubleshooting was performed by reinstalling the drape; however, the issue persisted. A backup instrument was used to complete the procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: a hem-o-lok clip was used on the instrument. The surgeon confirmed closure of the clip after ligation using a backup instrument. The vessel size was not greater than 10 mm in diameter. No additional information was provided.